Event description:
It was reported that the device was used in a hysterectomy in 2008. The patient has experienced multiple vaginal infections since the procedure was performed. The patient was seen by the doctor and during the examination, the doctor saw staples. The doctor did not perform the hysterectomy and is requesting information on the use of the device for this type of case and recommendation on how to handle the staples. Further information provided, they used the device going down the sides of the uterus and a competitors device across the vaginal cuff.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.